Event description:
Legal claim received. It is alleged that the patient suffers from elevated levels of cobalt chromium.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update: (B)(4) 2013 - litigation papers received. Litigation alleges implant loosening and metallosis. An unknown device is being reported to address the loosening allegation. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate of 1818910- 2013- 17369. This report 1818910- 2013- 16319, will be kept for investigation purposes. A separate follow up report will be submitted to reject 1818910- 2013- 17369. Added: the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Legal claim received. It is alleged that the patient suffers from elevated levels of cobalt chromium. Update 5/13/13 revision occurred. Part/lot received. Demographics received. Update 06/10/2013- x-rays were received. Update 6/3/2013- legal claim received. It is alleged that the patient suffers from pain. There is no new additional information that will affect the investigation. Update 06/10/2013- patient's operative records were received. Records indicate upon revision metal debris and brown and gray synovial fluid were found in the hip joint. There is no new information that would change the existing MDR decision. (Left hip) update: 9/6/13 - litigation papers received. Litigation alleges implant loosening and metallosis. An unknown device is being reported to address the loosening allegation. Update 02/06/2017 pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicate the patient was revised on (B)(6) 2013. The revision operative note indicated metal debris and pain. There was no mention of metallosis or loosening. Lab levels indicate the patients metal ion levels were above 7ppb, so the unknown device is being changed to the femoral stem.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.